Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause was due to the defective drivetrain motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in october 2011, and it is almost 9 years old, well beyond its expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. Review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message; thus, confirming the reported complaint. Based on the archive, the date problem occurred was (B)(6) 2020. The investigation findings revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor was replaced to address the ua139 error. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause for this issue was most likely due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The defective drivetrain motor assembly including the clutch plate was replaced to remedy the issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.